Event description:
Pt had a left av fistula placed 4/16/93, revised twice, declotted with urokinase infusion 4/95. Recently noted that pt had a poor functioning graft. Pt had surgery 7/19/96, an exploration of a malfunctioning left forearm loop fistula with placement of a new tapered fistula, end of 4mm graft to side of brachial artery, end of 7mm graft to the end of the previous fistula. Intra-op finding demonstrates that there is an abnormal connection between the loop of the fistula and a vein.